Manufacturer narrative:
(B)(4). This report involves an unknown baxter transfer set as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization for the event. The cause of the peritonitis was unknown. On the same day as the onset, the patient received treatment with vancomycin intraperitoneally (ip) (2g, three times every three days) and gentamycin ip (60 mg per day) for the peritonitis. Five days later, treatment with gentamycin was discontinued. Three weeks later, vancomycin treatment was discontinued but reinitiated three days later as a prophylaxis with the same dose, route, and frequency. Pd therapies were discontinued and the patient was placed on hemodialysis. The catheter was replaced and the patient was considered to be stable and recovering from the events. No additional information is available. This is report 1 of 3.